Event description:
The pt's wife reported, the lancet does not retract into the soft touch lancet device. The customer's daughter ran her finger across the lancet device and her finger bled, but no adverse event reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.